Manufacturer narrative:
During follow up with the customer, the customer indicated that bgs were normal, and the pump was functioning well. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (no values provided). The customer checked the tubing, and noticed gelled insulin, then changed out the cartridge and infusion set.